Event description:
It was reported that there was loss of capture (loc) of the left ventricular (lv) lead pacing by this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed the presenting electrogram (egm) and provided troubleshooting options including reprogramming or medication management. No adverse patient effects were reported as it was stated that this patient is not pacing dependent. Currently, this crt-p system remains in service.